Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that a lead warning was alerted for low impedance and high thresholds and possible oversensing were noted on the right ventricular (rv) lead. The lead was reprogrammed to the unipolar configuration and remains in use. No patient complications have been reported as a result of this event.